Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of hi (greater than 600 mg/dl) and 153 mg/dl within 10 minutes on the mobile system. Customer took humalog based on the result of 153 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.